Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leaking of a small drop at the filter which occurred after more than 3 hours of a 24 hour infusion of etoposide. No pt harm or medical intervention was reported. No further pt/event information was provided.